Event description:
It was reported that the right ventricular lead exhibited failure to capture and failure to sense. An x-ray was performed, and it was discovered that the lead dislodged. The lead was programmed to inactive. The patient was in stable condition.